Event description:
Customer reported she has been receiving no delivery alarms for the past three infusion set changes. She messes with the infusion sets and eventually gets drips to come out. Customer is a brittle diabetic and has blood glucose in the 300s. She recently changed insertion sites and her blood glucose has been up and down. Customer's current blood glucose is 389 mg/dl. She treated with a manual injection. She is unable to troubleshoot the issue because it is a past event. In troubleshooting for high blood glucose, the drive support cap appeared partially flush and partially raised on one side. Customer stated she dropped the device a couple of months ago. There is a crack on the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.